Manufacturer narrative:
B3: corrected the date of event based on new information.

Event description:
It was reported that a patient implanted with an impella rp fle experienced a placement signal not reliable alarm and flow calculation was disabled. No kinks were identified. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This MFR report number 1220648-2026-02419 for the rp flex device has been identified as a duplicate of MFR report number 1220648-2026-03880. All details associated with this event, including investigation findings, have been fully captured under MFR report number 1220648-2026-03880. The complaint for this record is considered voided as a duplicate and no further reporting will be submitted under 1220648-2026-02419.

Event description:
Additional information was received indicating that the impella device was explanted. The patient is stable.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.